Event description:
Boston scientific crm received info that this pt, who has a cardiac resynchronization therapy defibrillator (crt-d) device, passed away. This device was implanted subpectoral with leads underneath the device. This device was interrogated one week before this pt passed away, and all measurements were normal. This pt had a ventricular tachycardia (vt) episode where eight unsuccessful shocks were delivered. The shock impedance was less than 20 ohms. After removal of the crt-d, a burnmark was noted on the device and on the right ventricular (rv) lead. The physician suspects that a shorted circuit was in this region. There were no other adverse pt effects reported.

Manufacturer narrative:
This lead was explanted, and will be returned for laboratory analysis. At this time, there is no additional info. If additional info becomes available, this report will be updated and resubmitted.